Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that they have had ocd, anxiety, and depression since childhood. The patient reported that they had a series of 15 ect treatments the previously reported hospital stay from (B)(6) 2017. The patient reported that their system was turned off for the hospital stay because the patient was suicidal and very seriously depressed, and anxious. The patient reported that the memory issues were a result of the ect therapy, and stated that prior to that, no memory issues were observed. The patient reported that their ins was turned back on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no hardware issues contributed to the patient¿s symptoms. The symptoms were caused by the exacerbation of a pre-existing psychiatric disorder. It was stated that the issues have been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient is stressed, their memory is "zilch," and that they had electroconvulsive therapy (ect) in (B)(6) for depression. As a result the patient was hospitalized for 2.5 weeks, with the healthcare professional (hcp) subsequently restarting and reprogramming the implant on (B)(6) 2017. It was noted that the device also needs to be charged, and that the outcome of the event is unknown. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.